Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The e1 "telephone number" and g2 fields were corrected based on information available at the time of the initial submission. The following information was provided by the customer with respect to the foreign material questionnaire: the device was cleaned, disinfected and sterilized prior to sending to olympus. There was no delay to pre-cleaning. The air/water nozzle was flushed with water and air. There were abnormalities in the accessories used for reprocessing, however, no specific information was provided. The air/water nozzle was not wiped /brushed with clean lint-free cloths, brushes or sponges. The customer flushed the air/water nozzle with detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that foreign material remained in the nozzle as reprocessing deviated from the instruction manual. The event can be detected/prevented by handling the device in accordance with the following sections of the instructions for use: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. The following non-reportable malfunctions were found during the device evaluation: the bending angle in the up direction and the play of the up down knob did not meet the standard values due to wear of the angle wire. The bending section cover adhesive was chipped, cracked and had a white-clouded area. The air supply volume and water removal ability did not meet the standards due to clogging of the nozzle. The image guide (ig) protector was damaged. The adhesive around the objective lens and lg were peeled. The protector of the universal cord on the suction connector was scratched. The suction connector was cracked. The objective lens, probe cover and connecting tube were scratched. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the evis lucera elite colonovideoscope had poor water supply. The issue was found during a diagnostic procedure. Inspection and testing of the returned device found that the nozzle had foreign objects. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
F23346703-1 : universal failure code:gia0001c tier2. Sorc,mbcno.nlnkzm11). No.nlnkzm11). IFU (no.dl23346703-1). Sorc (no.nlnkzm11). Dl23346703-1) 2019/09/13. (No.nlnhvr26). IFU, gif/cf/pcf-290 series 3 gif/cf/pcf-290 series 5 ·DHR DHR ·dmr ·dhf complaint no (B)(4). Complaint no. (B)(4). ·CAPA,CAPA:nlnkzm11nozzle has foreign objects.IFU·DHR DHR, ombs s_8.4.0_01_001. Qa(:741-412:0242-28-211, (B)(6) etq (79-41616) f23346703-2 : investigation event ·suggested event: foreign material was in the nozzle universal failure code: gia0001c investigation level: tier2 conclusion: ·we could not identify the foreign material. ·foreign material possibly remained in the nozzle since the reprocessing was deviated from the instruction manual. Consideration: ·we could not identify the foreign material from the obtained information. ·foreign material possibly remained in the nozzle since the reprocessing was deviated from the instruction manual from the obtained information. Related complaint: there were no related complaints regarding the event. Investigation result. Confirmed result of the actual item ·confirmed result of the reported event mbc confirmed that the event was checked at sorc. (Refer to repair request no. Nlnkzm11). ·confirmation of physical damages of the foreign material residue point we confirmed that the foreign material residue point was not deformed. (Refer to repair request no. Nlnkzm11) ·confirmation of the reprocessing status for the subject device we confirmed that the reprocessing was not conducted in accordance with IFU. (Refer to diligence log no. Dl23346703-1) ·whether the subject device met specifications as a result of confirmation of the inspection result report conducted at sorc (refer to repair request no. Nlnkzm11), the event ¿foreign material was in the nozzle¿ was confirmed. Therefore, the device did not meet the specifications nor the features. ·relationship with the adverse event no specific adverse events were reported. Intention of procedure ·was the subject device used for therapeutic or diagnostic procedure in the subject event? Procedure: unknown. Intention: diagnosis (refer to dl23346703-1) device record review ·repair history: according to the latest repair history, we confirmed that the following repair was performed on sep 13, 2019 (repair request no. Nlnhvr26) channel pinhole- unable to be confirmed control section angulation section angulation control knob insufficient watertightness- replaced control section s-cover air leakage- replaced control section angulation section play on angulation control knob- adjusted insertion section bending tube insufficient angulation- adjusted insertion section bending rubber (a-rubber) glue chipped- replaced ·labeling the event can be detected and prevented in accordance with the following IFU. The instruction manual gif/cf/pcf-290 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif/cf/pcf-290 series reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope. ·DHR [whether the subject device was manufactured in accordance with specifications] reviewed DHR of the subject device and confirmed that the device was shipped in accordance with specifications. [Whether non-conformity device associated with the subject device has been identified internally] it was confirmed that there was not non-conformity of the device during manufacturing. ·dmr n/a, since it was not caused by a design defect. ·dhf n/a, since it was not caused by a design defect. ·complaint review [similar complaint in the subject facility] a similar complaint was confirmed in no. (B)(4). [Similar complaint in other facilities] a similar complaint was confirmed in no. (B)(4). ·CAPA history review we confirmed that there was no applied CAPA. ·evaluation of other devices involved n/a, since that we determined with the inspection result report nlnkzm11 that the event was caused by failure of the scope from the inspection result with ¿nozzle has foreign objects.¿ feedback request: please conduct reprocessing in accordance with IFU. Other findings: none. Summary of investigation: ·device analysis refer to ¿confirmed result of the actual item¿ of ¿investigation result.¿ ·labeling review refer to ¿labeling¿ of ¿investigation result.¿ ·DHR refer to ¿DHR¿ of ¿investigation result.¿ ·presumed cause refer to ¿consideration.¿ ·risk analysis it is conducted separately. Quality data analysis and monitoring, performed by ¿ombs s_8.4.0_01_001 quality data trending & analysis.¿ handling of device warranty: information reason for judgement: since the actual item was not sent to mbc. Classification of response final (aizu). Based on the information collected at this moment, the investigation is closed. F23346703-3 : response category summary answer (regarding clinical/medical evaluation and risk assessment review). Conclusion: according to the definition in ombs w_8.2.2_01_002 complaint investigation work instruction, this complaint is determined tier 2, there is a risk management file, and there is no change in the risk management file. Therefore, it is judged that implementations of clinical/medical evaluation and risk assessment review is not required at this time. Ombs w_8.2.2_01_002 complaint investigation work instruction tier2.